Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's physician that no malfunction was observed on the implantable pulse generator (ipg). It was also reported that the right ventricular (rv) lead was 'difficult to capture' and that threshold issues were observed. It was also reported that the ipg was not explanted and the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was 'not working properly'. The ipg was explanted. No patient complications have been reported as a result of this event.